Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor sites have become infected. The patient's blood glucose at the time of incident was 150 mg/dl. The customer has experienced blood glucose values in the 300 mg/dl range, which she believes is a side-effect of infection. The customer stated that the sensor sites have scarred. She also mentioned that pus would come out of the site and then the site would scab. The sites were red and swollen prior to scabbing over. The skin infection issues are a recurring issue. No products were returned or replaced at this time.